Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in a 31-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery. At the time of the report, the ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 12-dec-2018 for the following reason: correction: pregnancy outcome updated. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Rospective" pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period was not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery. At the time of the report, the ectopic pregnancy outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered ectopic pregnancy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.